Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 41 to 54 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The customer experienced symptoms such as confusion and hallucinations. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated they were having lows and then went high all of a sudden. The customer believes the pump was over delivering due to having erratic blood glucose levels. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.